Event description:
The customer obtained imprecise results from three patient samples using vitros tropi es on the vitros eciq analyzer. Biased results of the direction and magnitude observed could lead to inappropriate physician action. A corrected report was issued for patient 1 prior to any treatment being initiated. The initial results for patient 2 and 3 were questioned and repeated prior to results being reported. There were no allegations of harm as a result of this event. The report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The investigation determined that tropi es precision was outside the manufacturer's specifications. Ocd field service investigated and determined that the tubing associated with the air adsorption canister was disconnected from the incubator. This results in contaminants not being removed from the air in the incubator, resulting in elevated light units and imprecision. The root cause for the tropi es results in analyzer related.